Manufacturer narrative:
E1: initial reporter phone #: (B)(6). Investigation summary: bd received two photos for investigation. The evaluation of these photos revealed light brown colored foreign material inside the syringe. Additionally, ten retained samples were visually inspected, and no foreign material was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd preset¿ arterial blood collection syringe, a large foreign material was observed on the wall of the syringe. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using one (1) bd preset¿ arterial blood collection syringe, a large foreign material was observed on the wall of the syringe. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-may-2025. Investigation summary: bd received two photos and one customer sample for investigation. The evaluation of these photos and the returned customer sample revealed light brown colored foreign material inside the syringe. Additionally, ten retained samples were visually inspected, and no foreign material was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.